Event description:
It was reported that during a scheduled battery replacement procedure, the patient¿s battery was to be replaced with a non-rechargeable battery due to a preference for a non-rechargeable device and a desire for a more comfortable battery position. During the revision, the physician discovered that both leads had migrated into the pocket. The physician did not have consent to revise the leads and subsequently removed both leads and the battery. The physician planned to discuss replacing the system with the patient. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 24-jan-2027, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 03-nov-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.